Event description:
Revision surgery - broken stem on tibial poly due to pt wear.

Manufacturer narrative:
Very little part info known. Encore will continue to research this complaint and will submit a follow up report when additional info is received.